Event description:
The customer reported that he was getting recurring no delivery alarms while bolusing. Then the caller stated that she was discharged from the hospital due to diabetes ketoacidosis and high blood glucose of 610mg/dl. Troubleshooting was performed. The customer stated that she kept changing the infusion sets because the alarms and she is out of supplies. The customer reviewed the settings and the insulin pump was functioning. The manual prime test was performed and the insulin did exit. Advised the caller that the site may be occluded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.